Event description:
The initial reporter stated that the pump had failed volumetric testing at their facility. They stated that the pump delivered double the programmed dose and that it also free flowed after the second test, while the pump was not running. Mmd did follow up with the initial reporter who advised that no patient had been involved and that the complaint had occurred during testing. No further information was provided. [(B)(4)].

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was conducted and did not show the currently reported issue. When the device was returned to mmd for investigation, it was found that the pump platen was bent and this did cause the device to under infuse. Mmd was unable to confirm the reported complaint of free flow and over infusion. The pump was serviced to correct this issue.